Event description:
.

Manufacturer narrative:
Customer has stated the device was discarded. Customer admits that event occurred as the user attempted to recap the device using the "scoop maneuver" rather than activating the safety device.